Event description:
The customer tested her blood glucose using her contour usb meter and received a reading of 270 mg/dl. Her glucose was retested using another meter and that reading was 110 mg/dl. The difference between the reading falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. No product will be returned at this time.